Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, wires on the maryland bipolar forceps became were coming out of the tip. The instrument was replaced with a back-up. There was a delay of less than 15 minutes. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.